Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips "it does not work". This was clarified by the fse to be a battery issue. There was no reported patient involvement.

Manufacturer narrative:
Phone # not provided.